Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was dissatisfied with the device, as he reported difficulty inflating the implant. During evaluation, the physician confirmed that the pump was difficult to compress. A severe kink was identified in the tubing, and once the kink was freed, the system functioned properly. All components were replaced as a precaution. There were no patient complications reported.